Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, the field service engineer (fse) found that the issue was related to the bio ID software 1.11 upgrade. The fse completed the required actions and closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sf2cvru biometric identifier was malfunctioning. After a reboot, the device still failed to register fingerprints, the bio ID does not illuminate, and the fingerprint area on the screen appeared blank. The user had to reboot the system multiple times, and nurses were required to use another device because this unit was not functioning properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.